Event description:
It was reported that the guidewire fractured. A 200 cm x 10 cm fathom? -14 guidewire was selected for use. During preparation, there was no resistance, but the guidewire sheared or fractured. It appears that the guidewire may have been damaged prior to being fully removed from its plastic casing. Peeled coating was noticed. The procedure was completed successfully using another device of the same type. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the returned device was evaluated. Upon inspection, the guidewire was found to be unraveled, bent, stretched, and detached at the distal tip. In addition, peeling of the coating was observed. A photo provided by the site further confirms that the guidewire was stretched, bent, and exhibited areas of peeled coating.

Event description:
It was reported that the guidewire fractured. A 200 cm x 10 cm fathom? -14 guidewire was selected for use. During preparation, there was no resistance, but the guidewire sheared or fractured. It appears that the guidewire may have been damaged prior to being fully removed from its plastic casing. Peeled coating was noticed. The procedure was completed successfully using another device of the same type. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for evaluation. Upon inspection, the guidewire was found to be unraveled, bent, stretched, and detached at the distal tip. In addition, the coating was observed to be peeled. The distal tip specifically demonstrated unraveling, bending, stretching, and detachment, with associated coating damage. Photographic evidence attached in the parent record further confirms that the guidewire was stretched, bent, and exhibited coating peel.

Event description:
It was reported that the guidewire fractured. A 200 cm x 10 cm fathom? -14 guidewire was selected for use. During preparation, there was no resistance, but the guidewire sheared or fractured. It appears that the guidewire may have been damaged prior to being fully removed from its plastic casing. Peeled coating was noticed. The procedure was completed successfully using another device of the same type. There were no patient complications as a result of this event.